Manufacturer narrative:
Fiber analysis: the fiber cap was found to be cracked and drilled through. The cap was also found to exhibit detritus, char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The cracked and drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/ procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, damage at the fiber tip was observed at 98,000 joules of use. The case was completed using a second fiber. There was no injury reported.